Manufacturer narrative:
Method and results - no product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated little or no insulin was left in the cartridge and she swabbed the chamber dry. During troubleshooting with a company representative, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.